Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise on high rate episodes. It was also reported that noise was observed on electrograms (egm) when the patient moved their arm, and there was a lead warning and polarity switch. It was noted that there was an apparent insulation failure. The ra lead remains in use. No patient complications have been reported as a result of this event.